Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system on-site and confirmed that the images were not visible on the system. The fse did functional analysis and found that the image processing computer (ippc) failed to store the images due to hard disk drive failure. The fse replaced the hark disk drive of the ippc and reloaded the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image processing computer (ippc) failed to store the images. No harm to the patient or user was reported. Philips has started an investigation of this complaint.